Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with nurse's meter. Results as follows: date: (B)(6) 2010, inratio: 2.7, nurse's meter: ng. (B)(6) 2010, 2.1, ng. (B)(6) 2010, ng, 1.6. (B)(6) 2010, 1.9, 1.4. Patient also reported getting 1.7, 1.8 and 1.9 inr results, but wasn't sure which meter these results were on.